Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. On the next day of post deployment, an abdomen kidney, ureter and bladder (kub) 1 view demonstrated that an inferior vena cava filter was noted. On the next day, a computed tomography (CT) abdomen and pelvis with and without contrast showed that there had been interval placement of a caval filter. After three months, an attempt was made to retrieve the filter from the patient¿s body. Through the ultrasound-guided right jugular vein access, a venogram demonstrated no evidence of obvious thrombus. The filter tilted to the right side. A glide wire and glide catheter were then used to get adjacent into the filter tip. After multiple attempts, it was appreciated that the filter tip was attached to the vena cava side wall with the fibrinous capsule. The physicians were not able to get around this. At that point, the physician considered that more aggressive maneuvers would potentially result in complications. The physicians decided to convert the filter to a long term filter and left it in place. The sheath was removed and good hemostasis was noted. After five years and two months, the patient presented with abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis with intravenous and oral contrast showed that an inferior vena cava filter was present, with the tip below the right renal vein. The inferior vena cava filter was tilted to the right. The tip of the filter was against the vena caval wall. The inferior legs appeared epithelialized and extended outside the vena caval wall at multiple sites. There was no evidence of thrombus in the inferior vena cava. After three months, the patient was diagnosed with other pulmonary embolism without acute coronary pulmonale. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.